Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft was kinked .5cm proximal of the tip and flattened 11-13cm proximal of the tip. The tip was damaged as it was prolapsed, and there was collar detachment. There was no other damage or defect found. Media from the clinical procedure was provided to bsc and reviewed by a member of the complaint investigation site (cis). A photo attached to the complaint record depicts the outer packaging of the guidezilla to batch 27850708 which matches the complaint batch and is deemed not applicable. A video attached to the complaint record depicts no damage or device is notedly visible to confirm the reported events. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the hypotube junction could not pass through. The 70% stenosed target lesion was located in the partially calcified diffuse lesion from middle part of left anterior descending artery to the body of the left main trunk. During the procedure, it was noted that the proximal hypotube junction could not pass through any device. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the collar was detached.